Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00008: case 1, 3025141-2019-00010: case 3, 3025141-2019-00011: case 4.

Event description:
Nonunion after implantation of an acutwist screw. At a thumb ip joint, the fracture was united after revision surgery with larger screw, cerclage wire and distal radius bone graft. The patient was a smoker. From: arthrodesis of the thumb interphalangeal joint and finger distal interphalangeal joints with a headless compression screw. Christopher cox, md, brandon e. Earp, md, w. Emerson flyod IV, bs, philip e. Blazard, md. J hand surg am. 2014:39 (1): 24-28.